Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the patient/layperson complained that her onetouch ultramini blood glucose results on (B) (6) 2010 were inaccurately high compared to her normal results, providing 374, 243, 213, 333, and 345 mg/dl. The patient did not indicate whether she was symptomatic at the time of testing. At 8:30 pm on (B) (6) 2010, the patient tested after eating dinner, result 345. Although the patient's evening dose of humulin r is 25 units and metformin is 1,000 mg, the patient stated, "I covered the high readings and took too much insulin", implying that she injected extra. At 2 a.m. Or before on (B) (6) 2010, the patient's husband heard her "breathing funny"; she only was unresponsive. Shortly thereafter, emt was summoned and arrived, obtaining "8" mg/dl on the emt meter, type not known. The patient was given an injection of glucagon and transported to the hospital. Because, the patient alleged that she was treated for hypoglycemia after taking "too much insulin" based upon an elevated meter reading, the complaint is reported. The patient had no control solution to troubleshoot. Cca replaced the meter, strips, and control.